Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgical technician reported that during an intraocular lens (iol) implant procedure, when the iol began to deploy the iol was not unfolding correctly. There was patient contact but no patient harm. Additional information was requested and received.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Root cause: the root cause for the reported complaint could not be determined as no sample was returned for analysis. All product and batch history records are quality reviewed prior to product release. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).